Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 190 and 298 mg/dl. Tests were done 10 minutes apart. No further info has been reported.